Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was reported that there was difficulty inserting the delivery system into the vessel. The delivery system was removed and the tip was observed to be frayed. A new device was used and the procedure was completed without any further issues. This reportedly resolved the event. The physician stated that the frayed tip caused the device to become stuck in the vessel and that is why it could not be inserted. No damage to the packaging was observed. No clinical sequelae were reported and the patient is fine.